Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest blood glucose of 240 mg/dl and time above range for approximately three hours; the device alerted for high glucose, and the ilet corrected the glucose. Symptoms were not reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.